Manufacturer narrative:
One opened and used reservoir was inspected and no anomalies were found. Occlusion test was performed and reservoir was not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump while priming the tubing. Her blood glucose was 334 mg/dl. Customer was unable to troubleshoot to rule out possible reservoir occlusion as the cause, as she had already resolved the issue. Nothing further reported.